Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030 user applied blood to strip before inserting strip into meter. Adverse event report is being submitted due to symptoms related to diabetes ¿ [weakness, urinary frequency, and lightheadedness]. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. (B)(6), the customer's wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling light headed, weak and frequent urination. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 145 mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 14-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.